Event description:
(B)(6) clinical trial. It was reported post a percutaneous coronary intervention with stent implantation stent restenosis occurred. The patient presented due to unstable angina (ccs class 2) and cardiac catheterization was recommended. The target lesion was located in the proximal lcx (left circumflex artery) and extended to the distal lcx. It was described as 53mm long, with a vessel diameter of 2.25 mm and 100% stenosis. The lesion was treated with pre-dilatation and placement of overlapping 2.25x32mm promus element stent in conjunction with two non bsc stents (2.25x15mm and 2.5x8mm). Following post-dilation, residual stenosis was 0%. A non-target lesion located in the proximal lad (left anterior descending artery) was also treated with two non-bsc stents, and the first om (obtuse marginal) was treated with balloon angioplasty. Post index procedure (on the same day), the patient had elevated troponin. The patient was discharged the following day on aspirin and clopidogrel. Post index procedure, in (B)(6) 2011, the patient experienced ischemic symptoms and was hospitalized with an event of mi. Five days later the 70% in stent-restenosis in the distal lcx was treated with placement of a drug eluting stent with 0% residual stenosis. The event was considered as resolved and the patient was discharged the following day.

Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by MFR: as the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).

Manufacturer narrative:
Event date updated (initially reported as (B)(6)-2011 updated into (B)(6)-2011). (B)(4).

Event description:
It was further reported that the patient presented due to stable angina. It was further reported that the non-target lesion was located in the mid lad (instead of proximal lad). Post index procedure (on the same day), the patient had elevated troponin. The patient was discharged the following day on aspirin and clopidogrel. It was further reported that in (B)(6) 2011 the distal lcx was treated with placement of a non bsc stent 2.75x12m) and a 2.5x16mm promus element stent. There was a hazy area distal to non-bsc stent which as resolved with nitrate.